Event description:
It was reported that the patient expired after an implant duration of approximately 1.7 month, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.